Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded damage on keypad traces. No button error alarm noted and no unexpected ramping numbers noted. Insulin pump received with cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and unresponsive keypad. Customer stated she changed the batteries and it did not work and gave button error alarm. Customer's blood glucose at that time was 167 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.